Event description:
Customer's wife reported that the insulin pump's backlight was not functioning properly. Caller also reported that the insulin pump's display was badly scratched and the screen was difficult to read. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
The back light and all buttons function properly, however moisture damage was found on keypad traces. No back light anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.